Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing. The lead passed helix mechanism and stylet insertion testing. Laboratory analysis was able to confirm the reported allegations of dislodgement and surgery by twiddlers's syndrome, visual inspection revealed that the lead was damaged and twisted on the proximal end.

Event description:
It was reported that this right ventricular (rv) lead was surgically replaced due to dislodgement. The patient developed twiddler's syndrome that caused this malfunction. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically replaced due to dislodgement. The patient developed twiddler's syndrome that caused this malfunction. This lead was returned for analysis. No additional adverse patient effects were reported.